Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the end of the lead. The lead was replaced after several unsuccessful attempts. There were no adverse events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.